Event description:
Boston scientific received information that separation of the anode collar and distal cathode pin was observed with this implantable right ventricular (rv) lead during a routine device changeout procedure. The lead was capped and surgically abandoned. A new rv lead was successfully placed without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.